Manufacturer narrative:
The guide wire was received at csi for analysis. Visual examination revealed fibrous material, located at the proximal solder bond. It is hypothesized that the material accumulated on the guide wire after the procedure, and was not considered a contributing factor in the reported event. The guide wire met the drawing specifications, and did not exhibit any damage that would have prevented the guide wire from passing through an exchange catheter. At the conclusion of the device analysis, the reported event could not be confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During attempted exchange following atherectomy, the viperwire could not be removed through an exchange catheter due to damage on the spring tip. Multiple catheters were placed to attempt to remove the wire, but it could not be removed via this method. A second wire was inserted to keep placement, and the viperwire wire was removed. The procedure was completed with planned stent placement. The patient was stable. The physician's opinion was that the viperwire may have come into contact with the edge of a stent catheter during use, and the spring tip of the wire may have become misshapen at that time.